Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse in the monitor cart. System operates as intended.

Event description:
Customer reported, the monitors went blank and the system is not working. No pt injury was reported.